Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter field service engineer (fse) inspected the instrument and found the aspirate probe wash collar wedged between the dispense arm and wash wheel insulation. This caused the wash wheel to flood and produce the erroneous patient results and substrate priming errors. The fse properly positioned wash collar away from wash wheel insulation cover. Substrate dispense and drawback calibration now passed specifications. The system check failed the unwashed portion multiple times. The fse replaced substrate probe and tubing and adjusted substrate detector. Aligned dispense and aspirate plates. Removed and cleaned the wash wheel. Changed aspirate pump tubing. Fse replaced seals, o-rings and belts on the precision pumps. Fse then replaced the data acquisition board (dab). After the service activities were performed, all verification testing passed specifications. In conclusion, there is sufficient evidence to suggest the cause of the questioned results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. Beckman coulter (bec) internal patient identifier for this report is (B)(4). All mdrs associated with this report are: 2122870-2018-00005.

Event description:
The customer reported non-reproducible erroneous results for multiple patients across two days on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). This report addresses the results obtained on (B)(6) 2018. Erroneous results were obtained for thyroid-stimulating hormone (access tsh (3rd is)), creatine kinase isoenzymes (access ck-mb), brain natriuretic peptide (access bnp), and intact parathyroid hormone (access intact pth). There was no report of patient injury or change in patient treatment associated with this event. On (B)(6) 2018 the customer contacted beckman coulter to report multiple hardware errors that started with motion failures on the sample wheel on the unicel dxi 600 access immunoassay system. The customer then received additional errors and noted the last errors received were "substrate dispense failure: air in fluidics line." The customer was able to get the instrument to ready but when trying to prime substrate and calibrate the drawback, this operation failed. Calibration and quality control (qc) were within specification before the event. Information on patient sample collection and processing was not provided. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.